Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse removed the white blood cell (wbc) aperture and cleaned the build up inside the wbc aperture to resolve the issue with the wbc not passing background error. The fse then replaced a crimp tubing which had a hole at pinch valve pv97 to drain the stain chamber. The fse also replaced the broken 3-way pinch valves (vl53a) to drain the differential/retic waste and resolved the leak. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is attributed to a crimp tubing at pinch valve pv97 and broken 3-way vl53a valves. A build up in the wbc aperture caused the instrument to generate wbc not passing background errors to alert the operator of an instrument issue. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported discovering a leak at the bottom of the white blood cell (wbc) bath of the coulter lh 750 hematology analyzer. The customer indicated that 3 ml of fluid leaked and was not contained within the instrument. The customer stated that the instrument generated wbc not passing background error at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.